Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection that was believed to have started from somewhere else in the body that was unrelated to the device, and it spread. The symptoms could not be determined. The patient was prescribed antibiotics and underwent an explant procedure. The physician did not believe that the infection was procedure related.